Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure the packaging around the implant was cracked. The case was completed with another implant on hand. No impact to the patient or surgery was noted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product confirmed that the outer cavity is cracked vertically. Review of the device history records identified no deviations or anomalies during manufacturing. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.